Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported.